Event description:
Abdominal wall hernia with mesh placement on (B)(6) 2010. Pt was brought back to the operating room on (B)(6) 2011 where it was observed that the mesh was nearly completely dissolved. The surgery was conducted for purposes of exploration and debridement.